Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to asystole less than seconds and high impedance issue. Lead was visually fractured upon fluoroscopy. As a result, a new ra lead was implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)